Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was not working, it was determined that the stylus was not fully seated and it was therefore reseated and calibrated. It was further noted that the keyboard connector was damaged and therefore the keyboard was replaced. Concomitant: product ID 229047 software analyzer: (B)(4).

Event description:
It was reported that the programmer was not working. Follow-up was unsuccessful in getting more details. The programmer has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.